Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h10. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The evaluation was completed and during inspection, olympus did not confirm the reported event, error code e315. Based on the results of the investigation, water invaded the scope due to leakage of the device during user handling causing the electrical components to be damaged and the error message e315 was displayed. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection this section explains the equipment to prepare before using this product and how to check it. 3.1 preparation and inspection flow this section shows the workflow explained in this chapter. Before use, be sure to perform the preparations and inspections listed below. Also, please check related equipment used in conjunction with this product according to their ``electronic attached documents'' and ``instruction manuals''. If any abnormality is suspected during inspection, take appropriate action according to chapter 5: if an abnormality occurs.if you find that the endoscope is clearly malfunctioning, do not use it and send it in for repair according to 5.4 when sending the endoscope for repair." Caveat if an endoscope with a suspected abnormality is used, it may not only malfunction, but may also damage the device or cause injury to the patient or operator. Chapter 5 if an abnormality occurs: this section explains what to do if an error occurs. 5.1 if an abnormality occurs if any abnormality is suspected when inspected according to chapter 3 preparation and inspection, do not use the product and take appropriate action according to "5.2 how to identify and deal with abnormalities". If the endoscope still does not return to normal condition, send it in for repair according to "5.4 when sending the endoscope in for repair." In addition, if any abnormality occurs while using the endoscope, immediately stop using it and carefully remove the endoscope from the patient according to "5.3 removing an endoscope with an abnormality.'' Caveat never use the endoscope if you suspect an abnormality. Not only will it not function properly, but it may also cause injury to the patient's body cavity or the operator or damage the equipment. " olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had an error e315 (incompatible scope error). The issue occurred during reprocessing. There were no reports of patient involvement or harm.